Manufacturer narrative:
The mesh was fixated with 2-0 vicryl, deep dermis and closed with 3-0 pds, 3-0 pds to reapproximate skin, 3-0 pds to close all deep dermis incisions, 3-0 prolene subcuticular to close inframammary and vertical limb incisions, 4-0 pdo quill subcuticular to inset the nipple areolar complex. Incisions covered with steristrips. Device history records were reviewed for the lot and product met all acceptance criteria. Due to the multiple medical devices and drugs used in the surgery, it is inconclusive whether the galaflex scaffold caused or contributed to the rash.

Event description:
Physician reported on (B)(6) 2019 that a patient had an allergic reaction post surgery. The patient underwent surgery for the following procedures: bilateral breast liposuction, removal of bilateral saline implants, replacement of new silicone implants, mastopexy/reinforcement with galaflex mesh. The physician prepared the pocket with hypochlorous acid, followed with betadine. The new implants were allergan smooth silicone breast implant and galaflex mesh. Patient reported to physician that a systemic rash developed but the date of first rash occurrence is not currently known. Physician reported there was skin necrosis at t junction this was treated with topical antibiotic cream/ointment and resolved over time. Hyperbaric oxygen therapy was performed. Silvadene (silver sulfadiazine antibiotic). Prednisone (rash resolved). Current status: rash has resolved.